Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested the drawer in hardware test application (hta) confirmed with the customer that the issue was resolved by recovering the drawer and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main failed hardware message was displayed. The customer attempted to reboot the device and recover the failed drawer; however, it continued to show required maintenance. The customer also attempted to shut down the station by unplugging the power cord, then powered it back on and attempted to recover the drawer again, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.